Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). Foreign, (B)(6). Concomitant medical products: unknown nexgen bearing, unknown nexgen femoral. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a piece of the tibial tray came off during surgery. This device was not implanted because malfunction happened before cementing. Attempts to obtain additional information have been made; however, no more is available at this time.